Event description:
It was reported that during service and repair pre-testing it was observed that the attachment device had vibration. This event is not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. There were no user reports filed in association with this event. If any additional information should become available, this notification will be updated accordingly.

Manufacturer narrative:
The device was returned for service however did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings that were no longer in axial alignment from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.